Event description:
It was reported that the customer's insulin pump was stuck on the prime rewind loop. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.